Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega needle driver instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire of mega needle driver instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing out of ordinary. Surgeon was retracting a tissue when broken cable was observed. Reported instrument did not collide with any other instrument or tool during the procedure, the issue was related to opening/closing of the grip. The issue was not related to left/right (yaw) motion of grips or up/down (pitch) motion of the wrist. There was one cable visibly protruding from the distal end of instrument. The protruding cable was related to opening/closing or up/down motion of the wrist. No fragment fell into the patient's anatomy.